Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the back haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures.